Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. A replacement epgs was ordered. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #:1828100-2018-00467.

Event description:
It was reported that the electronic patient gas system (epgs) could not be calibrated due to the 'calibration' button being grayed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The service repair technician (srt) replaced the flowmeter as part of the reconditioning process. The unit operated to the manufacturer's specifications. Per supplier evaluation, upon power up, the device displayed erroneous pressure and flow readings. Sensor signal values were evaluated and confirmed erroneous; differential sensor signal values shifted by 9017 counts (from 10097 to 1080 upon receipt) and dp sensor bridge value shifted 6293 counts (from 39219 to 32924 upon receipt). Excellent solder quality reported, ruling out workmanship defect. These values are indicative of a damaged sensor. The sensor was opened up and there was no sign of over pressurization under the microscope. Loose wire bonds confirmed by manual pull test which is believed to be the cause of erroneous sensor readings. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He found a defective flowmeter to be the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.